Event description:
It was reported that four sureflex fibers "burned through" during a procedure; smoke appeared at the plug (proximal connector) and broke in two at the end. The physician was unable to completely break up the stone, however, did see some changes. The procedures was stopped prior to completion due to fiber failure; it is unk the procedure was completed. Upon follow-up, the physician reported that the first fiber was clipped by the technician with the towel clip, damaging the fiber. The next three fibers were just not producing enough energy for the very difficult stone and eventually, the fibers would become charred at the tip (burned through). There was no injury reported. This report is for the second fiber used.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-00707, 2937094-2013-00708.